Event description:
It was reported the epg (external pulse generator) was in use on a patient after chest surgery. The epg was applied using a heartwire as back-up. Inspection of the device prior to use showed no issue, and operation of the device settings were confirmed. The follow-up check later that same day also confirmed the settings remained the same. The next day, the indicator light of pace/sense was not on; the device was found to be switched off. The epg was changed out and replaced with a back up epg. Later, the heartwire was removed from the patient, and no epg is currently being used on the patient. The epg was returned for service. Because the patient had their own intrinsic rhythm, there were no complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No anomalies were found. (B)(4).